Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. During the procedure, the patient's pericardium was nicked, and they were in and out of the hospital four (4) times in three (3) weeks following the procedure. The patient stated they still have fatigue and shortness of breath at times. No other information was reported.